Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was over 600 mg/dl at the time of the call. The customer stated that they will treat their blood glucose with their new insulin pump. The customer was not hospitalized and stated that the high blood glucose was caused by a cold and menstruating. The customer did not return the product back for analysis.